Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the left eye. Approximately one month postoperatively, fibrin was observed on the anterior optic. The pt was treated with topical steroids. Preoperatively, the pt's visual acuity was 20/800 and remains unchanged postoperatively (note pt has preexisting macular degeneration). The lens remains implanted and the pt continues to be monitored.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).